Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) at implant. The lead polarity was reprogrammed. Within a week of implant, the lead continued to exhibit twos and as a result, the lead sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).